Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that when the patient transferred care to the center on (B)(6) 2015, they had an ongoing staph infection at the driveline. The specific date of onset of the patient's infection was not known. The patient is being managed with oral doxycycline and as of (B)(6) 2015, the infection had not resolved. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.